Manufacturer narrative:
Re-evaluation of the cause of the shorted output determined it to be due to a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an impedance anomaly was confirmed via review of device printouts. Analysis found high voltage output circuit damage consistent with high voltage delivery into a shorted output. The cause of the shorted output could not be determined.

Event description:
It was reported that the device was explanted due low hv impedance.